Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance high out of range and high capture thresholds. The lead also presented sensing issues. The reason was attributed to calcification. The lead was capped. No adverse patient effects were reported.